Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Event description:
A facility intensive care unit (ICU) nurse manager reported to baxter healthcare corporate product surveillance (cps) that an unspecified 4-way stopcock cracked during infusion of total parenteral nutrition (tpn) in a male premature twin resulting in a drop in the baby's blood sugar to an unknown level. The date of the event is unknown. The tpn was infusing at a rate of 1.2ml/hour and lipids at 0.16ml/hour via a sigma spectrum pump. The baby was approximately (B)(6). The (B)(6) said that the primary intravenous (IV) tubing was a 'micro drip with buretrol' which was connected to the patient at the umbilicus. It is unknown how long the tpn had been infusing prior to the event. The reporter stated that a drop in the patient's blood sugar was detected following the event. The nurse noted the baby was on a ventilator at the time of the event and is now stable.

Manufacturer narrative:
(B)(4). Spoke with the facility manager, who indicated the information provided regarding patient demographics is all that is available. The patient outcome was good. The facility nursing staff has been retrained regarding use of the stopcocks and lipids. The prior product code has been removed from the shelf and replaced with the appropriate product. No further information is available. No sample or lot number was made available to baxter for evaluation. A labeling review was performed and the unit label and directional insert were found to have appropriate directions, cautions, and notes for the use of the product. Both documents caution "not recommended for use with lipids." The customer was using lipids in the total parenteral nutrition (tpn) being administered. The report of cracking cannot be confirmed, and the root cause cannot be determined. This issue is being investigated through CAPA.